Manufacturer narrative:
Additional information: x-ray analysis:the patient has a revision surgery to a l4-5 tlif because of an l3 vertebral fracture.post op x-rays are provided that show a fractured axial connector at l2-3 but the levels are difficult to count on x-rays provided. It is unclear why a connector was used in this surgery but it was placed at the deformity apex.this is a possible reason of failure.it is also unclear how after revision surgery this occured.unable to assess presence of bony fusion.

Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# g84505ht and 510 k number k981676 is approved in us. (B)(4): neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that initial surgery happened on (B)(6) 2013 (tlif:l3/5/s levels) and revision surgery happened on (B)(6) 2015 due to fracture of vertebral body at l3. In this revision surgery, rods were connected with axial connector between l1 and l2 and also on other side(side where axial connector was found broken). After this revision surgery patient visited hospital for routine visit where patient underwent x-ray in which it was found that axial connector was found broken. Patient has no complaint of pain and no surgery is scheduled.

Manufacturer narrative:
Corrected data.